Manufacturer narrative:
(B)(4). One used ultrasite valve, without the original packaging, was received for evaluation. The valve was visually observed to be contaminated with blood. A hand-written note returned with the valve read, "posi flow was new today on (B)(6)2013, lot # 61327661". Upon visual examination of the valve, there appeared to be an excess material around the piston preventing the piston from fully returning to the 'closed' position. In addition, the top part of the rigid valve top was observed to be missing. The valve was then subjected to a fluid pressure (leakage) test according to specification. Leakage was observed from the top part of the valve past the piston. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Based on the results of this investigation, a definitive conclusion could not be made regarding the cause of the reported event. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
(B)(4): "the pt was admitted to the hospital's ICU on (B)(6) 2013 with a diagnosis of 'hemorrhagic shock and gastrointestinal bleed'. On (B)(6) 2013, the primary nurse documented, "posi-flow (ultrasite injection) did not clamp/close when syringe removed." The nurse disconnected the unit of blood and flushed the line. The nurse left the pt's room and retrieved a second unit of blood from the blood bank. Upon returning to the pt's room, approximately an estimated blood loss of 300cc was noted from the central venous line port due to a malfunctioning posi-flow. The physician was made aware. The pt's follow up hemoglobins obtained on (B)(6) 2013 were 9.7 resulted at 2113 and 2230. The pt was discharged from the hospital on (B)(6) 2013 with no further complications reported."